Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited an intermittent inability to swipe-to-unlock that progressed to a failure to wake or display despite ongoing beeping and alarming, and the charging indicator on the pad flashed while the screen remained off; standard charging and restart troubleshooting was performed, and backup therapy was initiated pending replacement. Symptoms included device inoperability affecting user interface access. Outcomes included temporary interruption of automated insulin delivery requiring transition to backup therapy; no injury, hypoglycemia, hyperglycemia, or hospitalization occurred. Investigation included remote troubleshooting, review of user-provided video, and receipt and inspection of the returned device. Investigation of this case revealed a suspected sleep/wake user interface malfunction and potential charging/display subsystem issue consistent with a hardware failure not resolved by external charging pad checks. It was concluded that the cause was device malfunction related to the user interface component.